Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed the tip broke off. The broken piece was not returned. The device shows signs of extensive wear and use. The clinical/medical investigation concluded that, per case details, 3.5cm of the (¿sterile 6.5mm¿) drill bit broke off and is reportedly retained in the patient¿s left femoral neck. It was further communicated, ¿there were no radiographic images to confirm this.¿ the single provided photo was reviewed and confirms the tip of the drill bit is broken. However, the photos do not provide insight into the root cause of the reported event. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The material composition of the drill bit is 17.4 ph stainless steel. The drill devices are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. However, per case communication, it was reported ¿should pose no harm as it was encapsulated in the bone.¿ reportedly, the procedure was resumed, after a non-significant delay, using a smith and nephew back-up device. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an insertion of a left femoral intramedullary nail, the sterile 6.4mm drill bit broke off in the left femoral neck. Approximately 3.5cm of the drill bit remains in the patient. The procedure was resumed, after a non-significant delay, using a s+n back-up device. No other injury was reported.